Event description:
75mm linear cutter opened onto field - white pieces of material noted on and inside new packaging. Product handed off sterile field. New stapler opened. Case completed without incidence.